Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
The pt had an advance sling implanted on (B)(6) 2013 and reported having unspecified medical issues. The pt wants a second opinion to determine whether the advance is responsible for the issues. No further pt complications were reported.